Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 370 mg/dl and 181 on system 1, 180 mg/dl on system 2 within 10 minutes. The same vial of test strips was used with both meters. No adverse event. A request was made for the return of the meter and strips, replacement sent.